Manufacturer narrative:
First name: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Distributor reported right side broken device. Device is not implanted.

Event description:
Healthcare professional reported right side broken device. Device is not implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: broken device: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.